Event description:
The service report shows the customer reported that, the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified the malfunction. The cse was not authorized to repair the device.

Manufacturer narrative:
The customer did not authorized puritan-bennett corp to repair the device. The device has been sent to a third party svc co.